Event description:
The customer reported a "service unit" message. He stated that, the unit was failing the shift check with the following errors: 20004, 90008, and 90009.

Manufacturer narrative:
The factory has not received the device for evaluation and this complaint is still under investigation.